Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that day was 35 mg/dl with confusion and unsteadiness when walking. The reporter noted the patient was treated with food and drink, the pump settings were not recently changed, and they remained on pump therapy. It was reported the pump's time and date reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed the time and date resetting to default following a pump reboot at 7:34pm (B)(6) 2017; the time was then manually set to 7:38am (B)(6) 2016. There was a manual time change from 4:14am to 4:14pm on (B)(6) 2016. The daily insulin delivery totals appeared inconsistent due to time/date issue. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump¿s time and date was set and the pump was exercised for 24 hours. After 24 hours, the battery was removed and the pump was left without power for 6 hours. When the pump powered on, it had returned to default time and date. The pump was opened and the internal battery was found to be leaking. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.